Manufacturer narrative:
Concomitant product UDI for cuff is UDI: (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring urinary incontinence. The cuff appeared to be functioning properly; however, the physician elected to replace the original pressure-regulating balloon (prb) with a higher pressure prb to improve continence. A surgical procedure was performed, and cystoscopy confirmed the implant looked appropriate. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is UDI: (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring urinary incontinence. The cuff appeared to be functioning properly; however, the physician elected to replace the original pressure-regulating balloon (prb) with a higher pressure prb to improve continence. A surgical procedure was performed, and cystoscopy confirmed the implant looked appropriate. There were no further patient complications reported.